Event description:
It was reported to philips that the ECG waveform drops out for several beats in normal monitoring mode and then reappears on simulator. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow up report will be submitted upon completion of the investigation.